Manufacturer narrative:
Updated annex c - inv findings desc 1 c20 - no findings available to c19 - no device problem found annex d - conclusion desc 1 d15 - cause not established to d14 - no problem detected.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 drifted when the grab-and-go feature was utilized. The usm also had issues with instrument recognition, even after changing the drape. The procedure was reportedly able to be completed, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue during site visit. The fse performed a test drive and functional check and the issue did not reoccur.